Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the nurse checked the power of the navigation system before the operation and a positioning sensor unit (psu) error message was displayed. There was no improvement even after restarting. A different navigation system was used, so there were no problems with the operation. The next day, the system error was displayed after checking the psu. There was no surgical delay. No known impact to patient outcome.

Manufacturer narrative:
Concomitant product 9735821r lot #: p919656 h2, h3, h6: the returned camera was analyzed. A check of the event log showed intermittent sensor not functioning. Otherwise, the positioning sensor unit (psu) passed an accuracy test (aak) at .206mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.